Manufacturer narrative:
Citation: wystub, n. Et al. Aortic annulus measurement with computed tomography angiography reduces aortic regurgitation after transfemoral aortic valve replacement compared to 3-d echocardiography: a single-centre experience. Clin res cardiol. 2019. Apr 10. Doi 10.1007/s00392-019-01462-6 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic annulus measurement with computed tomography (CT) angiography compared to 3-d echocardiography to reduce aortic regurgitation during a transcatheter aortic valve (tav) replacement. All data were retrospectively collected from a single center between january 2015 and december 2016. The study population included 227 patients (predominantly female, mean age 80 years), who were implanted with either a corevalve (1) , evolutr (105) or an evolutpro (13) tav. The remaining patients were implanted with a non-medtronic balloon expandable tav. No serial numbers were provided. Among all patients, adverse events included: extracorporeal membrane oxygenation (ECMO) due to the following reasons; severe aortic regurgitation also treated with valve-in-valve, rupture of the ascending aorta, coronary artery occlusion and prolonged hypotension during valve positioning. Other adverse events included; cerebral vascular accident (cva), vascular complications/bleeding, electrocardiogram (ECG) changes treated with a permanent pacemaker implant, valve-in-valve, mild to severe paravalvular leak (pvl). Based on the available information, these adverse events may have been attributed to medtronic product. However, multiple manufacturers were noted in the literature; therefore a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.